Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the impendence was within normal limit. The stimulator was replaced on (B)(6) 2013. Reprogramming was performed on (B)(6) 2014. It was noted that the patient had no symptom control. As of (B)(6) 2014, no reported patient injury and no hospitalization. It was reported that the stimulator was not working. It was noted that the patient was not feeling any stimulus at all on (B)(6) 2014. The patient had severe burning in the implant area with programming three and four. It was reported that the patient urinary frequency at one point was so severe "it was ten times in three hours". It was noted that the patient did not have any urge incontinence and occasional had leaking with severe cough. It was reported that the patient did have some "shocking feelings" during the electrode impedance check but afterwards the patient returned to feeling the stimulus in the vaginal area comfortable. The healthcare provider discussed with the patient to leave on program for two weeks and to follow up in two weeks to evaluate changes in symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, lot# serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v168018, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the device had not actually ruptured through the skin. It was right underneath the skin real lightly. It was implanted in their "hinny." The unit was surfacing. It used to feel like it was deep. Now it felt like 2 bullets. A loss or change in therapy had occurred. A new implantable neurostimulator (ins) had been placed in 2013 and the leads were not changed. It had been malfunctioning since. The pulsation was not in the right place; it was 5-6 inches away from where it was supposed to be. Stimulation was felt in the right cheek where the ins is. A bulging disc was mentioned and medication was making their eyes blurry. X-rays had been performed but they weren't clear to see where the lead had migrated into. The patient had met with manufacturer representatives and doctors multiple times. They were redirected to their healthcare provider (hcp) to work with them to troubleshoot or get approval with their insurance for system replacement.

Event description:
It was reported that the patient experienced a burning sensation that began a week ago (approximately on (B)(6) 2013). The patient no longer felt stimulation and had a ¿full return of symptoms.¿ it was verified that stimulation was on at 3.3 volts on program 2. The patient increased stimulation to 5.0 volts and did not feel stimulation. The patient switched to program 4 at 0.6 volts and felt burning at the implant site that was very uncomfortable. The patient then turned stimulation to 0.0 volts and switched to program 1 at 0.8 volts. On program 1, the patient felt stimulation at the implant site that was not painful, but the patient did not feel stimulation in the vaginal area. The patient then switched to program 2 at 0.8 volts and felt comfortable stimulation; not at the implant site. The patient was to leave stimulation at that setting and monitor symptoms. It was also stated that after a colonoscopy (date unknown), the patient experienced diarrhea for 4 months. Furthermore, the patient mentioned that she would pee down her leg when she sneezed. The patient had an upcoming appointment on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the implantable neurostimulator (ins) had been off since (B)(6) 2015 because she was having problems and it had migrated to the "right cheek of her hiney". Nobody could adjust the ins and the patient said that the lead had to come out, but she was having issues with insurance covering the cost of the surgery. The patient's health care provider instructed her to call a manufacturing representative because there was a malfunction. The patient alleged that the device was malfunctioning the day it was put in.